Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va10p1x, implanted: (B)(6) 2015, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported during a stage 2 procedure both the right and left leads were damaged. The leads were stretched/"crinked". The surgeon was able to connect the lead to the extension on both the right and left. There was no problem with the left brain impedance. The right brain impedance was: (B)(6) - 31 ohms, (B)(6) - 31 ohms, (B)(6) - 30 ohms. There was low impedance. It was unknown if the issue was resolved at the time of report. They would know the final outcome when the patient's device was turned on in a couple of weeks after report. The patient's status was alive with no injury. Further follow-up is being conducted to determine if the low impedance resolved with the right brain lead and if there were any issues that arose with the left lead being damaged. If additional information is received, a follow-up report will be submitted.